Manufacturer narrative:
A medtronic representative recommended that additional registration point be added on the patient, adding the points on a wider portion of the anatomy would improve the accuracy in the procedure.

Manufacturer narrative:
(B)(6). A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. An image of the trace pattern was evaluated and the trace pattern was not optimal. Recommended trace patterns to increase the accuracy.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess) at the end of the surgery, the navigation system was displaying sinus cell when the surgeon was touching on skull base. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.